Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose around the time of an infusion set and cartridge change for the ilet system, with a teflon infusion set replacement performed under live guidance; during the process a set was contaminated when the adhesive center was touched and was replaced with a fresh set, insulin delivery was resumed, and additional infusion sets and connectors were shipped. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and efforts to obtain lot information for the infusion sets. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.